Manufacturer narrative:
The device used in the incident has not been returned for evaluation. The user facility was not sure if the lot number provided was the same one as the device used. A photograph was provided of the used device. We cannot determine the cause of the air leak from this photograph. No conclusions can be drawn.

Event description:
A report was received that, after the patient had been affixed to the closed suction system device for three hours, the ventilator alarm sounded. The caregiver heard an air leak from the device. No patient injury or medical intervention was cited. Kimberly-clark has no independent knowledge of the event reported above, but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.